Event description:
Related manufacturer report number: 2017865-2024-36962. It was reported that the patient was admitted for bypass surgery and aortic valve replacement. During this operation the right atrial (ra) and right ventricular (rv) were dislodged. The patient was brought into the surgical lab to have the ra and rv leads extracted and replaced. There were no suspected issues with the leads and the dislodgement was though by the physician to be directly related to the bypass surgery. There were no complications, and the patient was stable before, during and after the procedure.